Event description:
On (B)(6), 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm a procedure using gore excluder aaa endoprostheses. After the trunk-ipsilateral leg component was deployed without incident, the physician attempted to remove the delivery catheter. However, it appeared that the distal part of the delivery catheter met resistance at both the proximal end of the deployed trunk-ipsilateral leg component and then at the bifurcation. By continually rotating the delivery catheter, the physician was able to move the delivery catheter from the 18fr introducer sheath. Upon removal, it appeared that the majority of the torque bump of the delivery catheter was peeled away. The procedure continued and was concluded without further incident.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that his lot met all pre-release specifications. Evaluation summary: the delivery catheter was returned and examined by gore engineering. However, prior to being returned, the torque bump in its entirety was removed from the delivery catheter. Without having the torque bump returned, it is not possible to conclude why the torque bump peeled off. Lot ti1006901 was 100% inspected per gore's manufacturing procedures which instructs the operator to "verify the torque bump is complete, adhered, and entirely on the scuff mark".